Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported by the customer that auto "shield" did not activate on the bd autoshield¿ duo pen needle and hcp suffered a needle stick injury. The following was received by the initial reporter: verbatim: details of complaint (reported issue): we had a nurse on rehab that suffered a needle stick injury due to the auto shield not activating on a bd autoshield duo needle tip; I do not have the lot number of the needle tip as the nurse through it away.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that auto shield did not activate on the bd autoshield¿ duo pen needle and hcp suffered a needle stick injury. The following was received by the initial reporter: verbatim: details of complaint (reported issue): we had a nurse on rehab that suffered a needle stick injury due to the auto shield not activating on a bd autoshield duo needle tip; I do not have the lot number of the needle tip as the nurse through it away.